Event description:
Per the clinic, the device was explanted due to infection on (B)(6), 2011. There are plans to reimplant the patient with another device, but it is unknown if this has occurred as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).